Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. The customer's blood glucose level was 143 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the reported cartridge alarm 19 was verified. The reported cartridge alarm 5 was verified in the pump logs; however, no failure was identified.